Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient had three spinal cord stimulator implants between 2003 and 2007. The patient stated that the devices temporarily reduced some of their pain, but the non-rechargeable batteries that were supposed to last for years never did. It was noted that the patient was tired of multiple surgical removals. No further complications were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
Notified date should be (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.